Event description:
The following device had a reported chamber failure: primary plum set, 4 clave multiport conn., ball check valve in sc, 15 micron filter, clave sec. Port, clave y-site, pe lined light tubing, sl, 216 cm. The issue occurred during patient use. There was no harm to the patient.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Manufacturer narrative:
B5. An update was received from the customer that clarified that the defect was detected prior to patient use as such there was no risk of harm to the patient. Investigation summary- received one (1) picture of primary plum set. The tubing connected to top of the drip chamber was broken. The complaint of chamber failure can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The following device had a reported chamber failure: primary plum set, 4 clave multiport conn., ball check valve in sc, 15 micron filter, clave sec. Port, clave y-site, pe lined light tubing, sl, 216 cm. The issue occurred during patient use. There was no harm to the patient. . Update: the product failure was identified prior to its use, and therefore it did not come into contact with the patient.